Event description:
Litigation alleges that patient had aches and pain in her right hip and groin, pain when lying on her side, loosening of the right cup, difficulty walking, and elevated levels of chromium in her blood.

Manufacturer narrative:
Depuy still considers this investigation closed at this time

Event description:
Update 1/21/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain , repeated dislocations of left hip with numerous revisions and numerous aspirations and limited in activities of daily living. Revision surgical note reported pain, loose acetabular component, the acetabulum was cleaned of all debris and decreased range of motion. The taper sleeve is being added to the complaint for the alleged high metal ions. The complaint was updated on: feb 11, 2016.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions.  Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd 5/8/2015- ppd and medical records received. Ppd and medical records were received on 12/2/2013 with the alert date of (B)(6) 2013. These records were reviewed for MDR reportability on 5/8/2015. After review of the medical records for MDR reportability, the revision operative note indicated pain and loose cup. No labs were provided for the alleged high metal ions. The stem is being added for the high metal ions.